Event description:
It was reported that the customer experienced a high blood glucose (bg) level ranging from 385 to 411 mg/dl. The cause of the high bg was unknown. Reportedly, the customer required assistance changing the infusion set. A correction bolus was delivered to address bg level.

Manufacturer narrative:
Device not returned.